Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 packaging was damaged but internal packaging was intact. Photos by complainant show a damaged shipment with a hole torn in the side where individual device outer packaging can be seen damaged due to the shipping issue.

Manufacturer narrative:
Trackwise ID (B)(4) updated sections. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. The side of the shipping box was observed to have a hole in it. The product box was observed to be dented and damaged on the end of the box. The plastic protective carrier was observed to be intact with no signs of the product being opened. Based on non- return of the device as well as the photographs provided, the reported failure "packaging problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000357527 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a